Event description:
The download data for a (B)(6) male patient revealed several abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns, code 107) has been confirmed. Upon evaluation, the monitor showed abnormal shutdowns in it's flag files. The cause of the abnormal shutdowns was unable to be positively determined. The root cause investigation is currently being conducted. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.